Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a bare wire. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6 and h11. In addition, the following reportable malfunction was identified during the device evaluation: damaged optics retaining coupler thread based on the investigation results, a definitive root cause could not be identified. However, it is likely that the camera head experienced a loss of tightness due to a cut in the cable. The specific cause of the cable cut could not be determined. A definitive root cause could not be identified for the damaged optics retaining coupler thread the IFU (instructions for use) were inadvertently documented in the previous report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loss of tightness. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera head had a loss of tightness due to a cut in the cable. The most probable cause is cause traced to the user not following the manufacturer's instructions. The event can be prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a bare wire. There were no reports of patient harm.